Event description:
Customer reported receiving a glucose result of 300 mg/dl on their precision xtra blood glucose meter. They then reported feeling numb, nauseous, and they reported that they were unable to talk. The customer then reported experiencing a seizure, and the customer's husband had to administer juice in order to stabilize the customer. The customer then was transported to the hospital; exact diagnosis and treatment administered while customer was at the hospital is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.